Event description:
In february 2004, the pt reportedly xperienced intermittency while using the sound processor. The pt also experienced an overly loud sensation when powering up. In april 2004, the pt reportedly was seen at the center for evaluation. Exchange of external equipment did not resolve the problem. In 2004, the pt was seen by a company representative for evaluation. Programming adjustments were made. In june 2004, the pt was seen by a company representative for evaluation. Testing performed confirmed the device's intermittent function with sound processors. Six days later, the decision was made to explant the pt's device.